Manufacturer narrative:
The investigation determined the customer was reusing sample ids. The same sample ID was used in august and then again in november. The sample lifetime option is not enabled at the customer site. Reusing of sample ids when the sample lifetime option is not enabled have several risks, which are clearly stated in the cobas® 8000 data manager operator's manual: "reusing sample ids may lead to a wrong test result assignment reusing sample ids may lead to a wrong test result assignment. The reuse of a sample ID may lead to incorrect patient results, which may endanger patient lives. Do not reuse sample ids if they are in the host or the data manager. If the defined sample lifetime is expired, the sample ID can be reused." "Risk of sample mismatch if sample ids are not deleted on control unit and host before reuse sample ids that were not deleted on the control unit and the host before reuse cause a sample mismatch. Always delete sample ids on the control unit and the host before reusing sample ids."

Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) checked the customer's data manager settings and did not identify an issue. The investigation is ongoing.

Event description:
The initial reporter complained about an issue with the cobas 8000 data manager on a cobas e801 module. The customer alleged that an incorrect vitamin d result for 1 patient sample was transmitted by the data manager. The patient was tested on (B)(6) 2019 with a vitamin d result of 20.0 ng/ml. The result that was transmitted was a vitamin d result of 10.3 ng/ml for the same patient ID from (B)(6) 2019. The customer detected the difference in results and the incorrect result was not reported outside of the laboratory.